Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed device tip broken close to the shaft/tip transition with internal wires exposed and broken; due to this condition, no deflection test could be performed. An xray test was performed and puller wire cover was observed broken inside the shaft. Due to this condition, device shaft was dissected and puller wire was found broken at the area in which breakage was found initially. A manufacturing record evaluation was performed for the finished device lot number 31624577l and no internal action was found during the review. The deflection issue reported by the customer was confirmed as the broken tip could be related to the event described by the customer. The potential cause for this issue could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: adjust the radius of curvature as necessary by manipulating the thumb knob. Pushing the thumb knob forward causes the catheter tip to curve; pulling the thumb knob back straightens the catheter tip. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and post procedure the bwi product analysis lab identified that the tip was broken close to the shaft/tip transition with internal wires exposed and broken. An xray test was performed and puller wire cover was observed broken inside the shaft. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.